Event description:
The customer reported via phone call that they had trouble with the sensor alerts and the threshold limit was supposed to go off at 70 mg/dl but it did not. Customer's sensor glucose is 159 mg/dl and his blood glucose is 196 mg/dl. Customer stated that the issue has happened in the last couple of days. Customer has also had weak signal alerts and an issue with the transmitter not reading to the pump. Customer stated that they were hospitalized on (B)(6) 2015 due to a low blood glucose and the sensor was pulled off and lost. Customer was sleeping and woke up after falling down the stairs when they were low. Customer stated that the glucagon injection would not work so their spouse called the paramedics. Customer's blood glucose was over 54 mg/dl at the time of the incident. Customer has been hospitalized multiple times. Customer's wife continued troubleshooting and verified that the settings are what they should be. Customer declined additional troubleshooting at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.